Event description:
Heating pad on user's lower back between chair and user when it ignited, melting cover, burning pad, user's chair and user's back. Burns to user's back were 1st degree only. No blisters and no medical treatment obtained.